Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Functional testing noted no abnormalities during adapter and reload calibration. The handle had 269 of 300 procedures remaining. Analysis of data stored on the handle showed evidence of field programmable gate array (fpga) reset/reprogram failures. According to this data, the handle was running v29.5 software at the time of the fpga reset/reprogram failures. The handle was opened up to observe the condition of the oled screen. Tiny cracks were noted to the upper right corner of the screen, which was causing the abnormal display. It was reported that an error occurred when attempting to use the handle after recognizing the clamshell, resulting in an error message indicating a circle intersecting a prohibition line. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of cracked screen. The product analysis noted evidence that the device was not used as intended. This issue may occur if the device was dropped. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, an error occurred when attempting to use the handle after recognizing the clamshell, resulting in an error message indicating a circle intersecting a prohibition line. Initially, the issue was addressed by attempting to change the clamshell, but this did not resolve the problem. Afterwards, a different handle was obtained, and when paired with a newclamshell, it successfully resolved the issue, enabling the surgery to proceed. There was no patient involvement. Pli 10- medtronic's initial evaluation of the returned product found the cause of the reported condition can be traced to fpga reset/reprogram failures.